Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314trm, implantable cardioverter defibrillator, (B)(6) 2013; 6947m, implantable tachy lead, (B)(6) 2013; 5076, implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that one day post implant, the left ventricular (lv) lead threshold had increased from 2.75 volts to 4.75 volts. The lead is still in use. No patient complications have been reported as a result of this event.